Event description:
During evaluation and function of a new wheelchair, staff person received lacerations to four fingers. On the left side of the w/c, the hand grips were covered with chrome. As the w/c was being tested, the chrome cut the person's fingers on the left hand.